Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an inspection on (B)(6) 2018, it was noted the tips of two (2) 3.2 mm three-fluted drill bits are broken. No patient involvement was reported. This report is for one (1) 3.2 mm three-fluted drill bit. This is report 2 of 2 for pc-(B)(4).

Manufacturer narrative:
The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Event date: unknown when device malfunctioned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 03.010.103, synthes lot number: 9646915: release to warehouse date: 07.oct.2015, manufacturing site: (B)(4); no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The drill bit was received for investigation. The visual inspection has shown that approximately 3 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. There were no other damages or signs of misuse detected. The review of the production history revealed that this instrument was manufactured in october 2015 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were within the required specification. The used material was stainless steel 440 a as required. Based on these findings we exclude any manufacturing related issue. Outer diameter was measured and is within the required specification per relevant drawings. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.